Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformance's related to the complaint event were identified. As reported, approximately one month and twelve days after a 56mm evoque procedure in the tricuspid position, the patient developed prosthetic valve thrombosis characterized by increased mean gradient (5.5 mmhg), reduced leaflet mobility, and moderate tricuspid regurgitation. Imaging confirmed thrombus formation and leaflet thickening without evidence of malposition. The patient required recurrent hospitalization and intensive anticoagulant management with multiple therapy adjustments (eliquis, coumadin, ufh, ebpm, and asa). Despite partial improvement under ufh, severe regurgitation and persistent leaflet thickening continued. Available information suggests that complex anticoagulation management, and patient-specific factors, contributed to thrombus formation and persistent leaflet dysfunction of the evoque valve. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. A definitive root cause cannot be established. The investigation found no manufacturing non-conformance's, nor were any deficiencies identified in labeling, training, or the instructions for use (IFU). Therefore, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in italy, edwards received notification of a 56mm evoque procedure in tricuspid position. It was reported that approximately one month and twelve days after the procedure, the patient developed a high gradient. During the first follow up tte (trans-throacic echo), the patient had a mean gradient of 5.5 mmhg, reduced leaflet mobility and a central intraprosthetic jet resulting in moderate tricuspid regurgitation. There was suspected thrombus stratification on the evoque valve. Two months after the procedure, a tte confirmed thrombotic formation on the ventricular side and a CT confirmed significant thickening of leaflets. The patient was hospitalized and had undergone multiple adjustments in anticoagulation therapy, including transitions between eliquis, coumadin, unfractionated heparin (ufh), and low molecular weight heparin (ebpm), alongside antiplatelet therapy with acetylsalicylic acid (asa). Although some improvement in leaflet mobility and gradient reduction was achieved with ufh, severe regurgitation and persistent leaflet thickening continued. The patient was reported to be currently stable ebpm and asa with no episodes of acute heart failure.